Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Sensor glucose was 58 mg/dl and the blood glucose level was over 200 mg/dl. Customer stated that it would go over 400 mg/dl and then to 70 mg/dl in less than 20 minutes. Customer also got cal error and then change sensor. Customer tried to put the old sensor in the charger, but it did not work. Customer is using the old transmitter. Customer changed the battery in the charger and will be sent a new charger. No additional information provided.